Manufacturer narrative:
D4; h4, 6: information anticipated, but unavailable at this time.

Event description:
It was reported post op to a adjustable gastric band procedure, the tubing became disconnected from the port. The port was replaced. There were no problems during the procedure.